Event description:
It was reported that modules shut down and stopped delivering medication. The patient's blood pressure reportedly went down however there was no patient harm. Upon further follow up with the customer, it was clarified that the issue was actually an over infusion event. Pump module was programmed to infuse sodium phosphate over three (3) hours. However, the pump infused in one (1) hour.

Manufacturer narrative:
Omit : a141204 - pumping stopped (1503), b17 - device not returned, c20 - no findings available, d15. Cause not established. Correction : describe event or problem, PMA / 510(k)#. Additional information : device available for eval?, returned to manufacturer on, imdrf annex a, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that modules shut down and stopped delivering medication. The patient's blood pressure reportedly went down however there was no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the report of the device over-infusing sodium phosphate was not identified during the investigation. A review of the logs demonstrated the device was operating as intended, and no fault was found. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The date of the event was reported as 30sep2024. The time of the event was not reported. At 8:46:05 am the pump module was selected, the user selected volume duration. User programmed a primary infusion with a rate = 5 ml/hr and a volume to be infused (vtbi) = 100 ml. Subsequently, the user programmed a secondary infusion of (drugid = 413) ¿sodium phosphate¿, with a drug amount = 18 mmol, diluent volume = 250 ml, a duration of 3 hours, rate = 83.33 ml/hr and a vtbi = 250 ml. The infusion was then started. From 10:25:43 am to 10:27:08 am the pump module was selected, then the user changed the vtbi = 1 ml, then the infusion was started. Subsequently, the pump module was selected, the user paused the infusion and change the vtbi again; vtbi = 5 ml. The infusion was started. Lastly, the pump module was selected, and the user changed the vtbi to = 0.5 ml, the infusion was then started. At 10:27:34 am to 10:29:43 am the pump module was selected, the user programmed a secondary infusion of (drugid = 413) ¿sodium phosphate¿, with a drug amount = 118 mmol, diluent volume = 250 ml, a duration of 3 hours, rate = 83.33 ml/hr and a vtbi = 250 ml, the user canceled it before start. Subsequently, the door was opened and the pump module alarmed, then it was closed, channel off was selected and the infusion was stopped. At 4:39:42 pm the pump module was channeled off. The total volume infused, from the time the infusion was programmed and started until the time it was stopped, was calculated to be 139.257ml. This value was obtained by subtracting the svi at the beginning of the infusion (350.05ml) from the svi at the end of the infusion (489.307ml). The log analysis identified the device completed the infusions as programmed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Alaris system user manual (v12.1.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please replace the pumping mechanism as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a1801, a040502, g02017, g04088, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that modules shut down and stopped delivering medication. The patient's blood pressure reportedly went down however there was no patient harm. Upon further follow up with the customer, it was clarified that the issue was actually an over infusion event. Pump module was programmed to infuse sodium phosphate over three (3) hours. However, the pump infused in one (1) hour.